Event description:
A male pt contacted lifecor customer support to report that his battery pack was in the battery charger all night, but would not power up the monitor. Support had the pt place the battery pack on the battery charger, and the pt stated that the red light lit (the one with the battery with a line through it). Support asked the pt to place the other battery pack on the battery charger, and it displayed the orange light (the one with the circle of arrows). However, the orange light went out quickly. Support had the pt ensure all of the power connections to the charger were firm. A recent download revealed no "battery pack/charger fault" flags. Support replaced the pt's battery packs and battery charger.

Manufacturer narrative:
Device MFR dates: battery charger. Battery pack - 10/2007. Battery pack - 10/2007. Device evaluations of battery charger, both battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not charging completely was corrosion on the circuit board of the battery charger where the battery connector attaches. Multiple solder joints inside the charger had corrosion and rust on them. The root cause of the corroded circuit board was probably liquid spillage into the battery well area of the charger. The battery charger was scrapped. Second battery pack was found to have corrosion on the connector. The root cause of the corrosion was due to the contaminated battery charger. The battery was repaired and retested. It was restocked. First battery pack was fully functional. It was retested and restocked. No adverse event resulted from the damaged charger or battery pack. The pt received replacement battery packs and charger.